Manufacturer narrative:
(B) (4). The ge service rep cleaned and regreased the high voltage cables at tube and hv tank. He then ran a 15 minute high voltage arc test and simulated cases. The system is working as intended, and released to the customer for use. (B) (4)

Event description:
The customer reported that the system displayed an error code of overload fault.